Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right total hip revision. Patient presented with dislocated mdm hip. Removed liner, insert, and biomet ball. Implants retained by hospital. Implants replaced with constrained liner and new biomet ball.